Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 31 mg/dl at the time of the incident. The customer was at 387 mg/dl at the time of the call. The customer was given intravenous fluids and food to treat. The customer experienced symptoms such as hallucinating, belligerence, and foaming at the mouth. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and no issues were discovered. The customer was going high as their doctor had made changes to their basal rates. The insulin pump will be returned for analysis.